Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5065306.

Event description:
It was reported that the patient was not feeling stimulation on the left side due to high impedances noted on the entire left lead. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads were not returned as they were discarded by the medical facility.